Manufacturer narrative:
H4: the lot was manufactured on may 2022. H10: the actual device was not available; however, retained samples were evaluated. A visual inspection was performed and there were no obvious issues or damage noted. The samples were also gravity tested in the laboratory via methylene blue; then leak tested under water; no leak was observed. The reported condition was not verified during the evaluation of the retained samples; the samples were conforming product. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter phone no: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a continu-flo solution set leaked from an unspecified location; a "fault" (defect) was identified in two parts of the device (not further specified). This was identified during treatment. There was no report of patient injury or medical intervention associated with this event. No additional information is available.